Event description:
Reportedly, the device inappropriately discharged on the pt t-wave during a cardioversion attempt, causing the pt to convert to ventricular fibrillation. The defibrillator was immediately charged again and energy delivered to the pt asynchronously. The pt converted to a perfusing rhythm. No adverse affects to the pt were reported by the facility.